Event description:
It was reported that the customer was admitted in the emergency room due to diabetes ketoacidosis and high blood glucose over 600mg/dl. The events leading his admission were vomiting, nausea, and urinating. The caller stated that when the customer woke up his bed was set, and the insulin pump was not attached to his body. The customer started vomiting and the parents called his doctor who advised to go to the hospital. Troubleshooting was performed. Assisted the mother correcting the time and date. Reviewed the alarm history and found auto off, low reservoir and no delivery alarms. Ran a fixed prime and the insulin did exit. Performed a high pressure test and passed. Advised that the customer should change the entire infusion set and reservoir. Then the mother called back and stated that she connected him back to the insulin pump, but his blood glucose went up to 512mg/dl. The caller requested a replacement of the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.